Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation regarding instrumentation set used during this case, can not be performed as 5 sets are available in this hospital. No issue on instrumentation set reported in this hospital. Regarding information provided, root cause can not be determined. The investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Associated device: mc1005t, lot 698093, device MFR date : 2017-07-12, expiry date : 2022-06-01, no issue reported regarding that device. No additional event reported . The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional requests have been sent to reporter. Device discarded by hospital.

Event description:
Roi-c : broken implant. After positioning the cage, the surgeon wanted to enter the first anchoring plates. At this moment the cage broke. He completely removed it, rejected it, and implanted another one. Delay in surgery from 15 minutes. No additional troubles reported with the other implant.

Manufacturer narrative:
Additional information received on nov. 22nd 2017 from (B)(6) (B)(4). The anchoring plate wasn't reused. Additional information received on jan. 09th 2018 from (B)(6) (B)(4) : this case is a 3 level implantation the surgeon performed a vertical incision , what is the most appropriate for a 3-level-surgery. The surgeon implanted two anchoring plates for each cage (note that surgeon may also implant half anchoring plate per cage). The reporter doesn't know the level of the broken cage but the broken cage was replaced by another one with the same size. Investigation is still in progress and available data will be evaluated to determine the root cause of the event.